Event description:
**Update**(B)(4) 2013 - the sales rep reported revision surgery. The patient was revised to address osteolysis. Part/lot information was identified. The complaint and associated mdrs were updated. There is no new information that would change the outcome of the investigation.

Event description:
Litigation alleges patient had pain as result of asr hip implant.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 03/31/2014 - medical records received. Patient was revised to address tan, milky fluid, and metallic deposits that were black in nature. This complaint was updated on: 04/22/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.